Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
When doing a mako pka today we noticed when trailing the femoral component that the post holes were burred about 2mm medial to where we planned. We checked the femoral checkpoint and it passed, as well as looked at CT view and everything was spot on. Then when we went back to bone prep and tried to reburr the post holes it locked the burr into the correct position the second time around (2mm lateral to where we already burred). So the the first time we burred the post holes were offset to our plan, even though it looked like we were in the haptic and burring to plan on the screen. The rest of the femoral component and tibial component was burred correctly. When we trialled the femoral implant wasn¿t sitting correctly because the post holes were offset. When we went back in to re-burr the robot arm and leg would have been in a similar position to where we had it the first time, but you could clearly see that the burr was now engaging in a different spot for the post holes than it did the first time around. There wasn¿t any additional red or green on the screen so the surgeon basically just had to trust the haptic he was engaged in and burr until it stopped. In the end there was 4 post holes, the 2 post holes we burred the 2nd time around fit the trial component perfectly as per plan. The old post holes basically were filled with cement and there was no impact to our balance of the knee, kinematic analysis looked good. Surgical delay of about 20mins.

Event description:
When doing a mako pka today we noticed when trailing the femoral component that the post holes were burred about 2mm medial to where we planned. We checked the femoral checkpoint and it passed, as well as looked at CT view and everything was spot on. Then when we went back to bone prep and tried to reburr the post holes it locked the burr into the correct position the second time around (2mm lateral to where we already burred). So the the first time we burred the post holes were offset to our plan, even though it looked like we were in the haptic and burring to plan on the screen. The rest of the femoral component and tibial component was burred correctly. When we trialled the femoral implant wasn¿t sitting correctly because the post holes were offset. When we went back in to re-burr the robot arm and leg would have been in a similar position to where we had it the first time, but you could clearly see that the burr was now engaging in a different spot for the post holes than it did the first time around. There wasn¿t any additional red or green on the screen so the surgeon basically just had to trust the haptic he was engaged in and burr until it stopped. In the end there was 4 post holes, the 2 post holes we burred the 2nd time around fit the trial component perfectly as per plan. The old post holes basically were filled with cement and there was no impact to our balance of the knee, kinematic analysis looked good. Surgical delay of about 20mins.

Manufacturer narrative:
Reported event: an event regarding inaccurate post hole placement involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: product history review could not be completed because the robot s/n was not provided. -complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate post hole placement. There was 6 other reported events ((B)(4)). Conclusion: product inspection could not be completed because session files were not uploaded after three communication attempts. Log files were provided, but session files were not, so the investigation could not be completed. In the event that the session files are uploaded, an investigation will be completed. The device was not returned for evaluation.